Manufacturer narrative:
This case was initially received via regulatory authority (igj, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 27-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('persistent pain'), embedded device ('essure stuck through the fallopian tube') and device breakage ('part of the essure device was found in the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced embedded device (seriousness criterion medically significant). In 2020, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("part of the essure device was found in the uterus"). The patient was treated with surgery (essure device and fallopian tubes removed in 2015 and uterus in 2020). Essure was removed in 2015. At the time of the report, the pelvic pain, embedded device, device breakage and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('persistent pain'), embedded device ('essure stuck through the fallopian tube') and device breakage ('part of the essure device was found in the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced embedded device (seriousness criterion medically significant). In 2020, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("part of the essure device was found in the uterus"). The patient was treated with surgery (essure device and fallopian tubes removed in 2015 and uterus in 2020). Essure was removed in 2015. At the time of the report, the pelvic pain, embedded device, device breakage and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, embedded device and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.